Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System checked was performed with tandem technical support and no issues were identified; root cause could not be determined. Customer cleared the alarms and resumed insulin delivery. Customer's blood glucose was in the 400 mg/dl range.